Manufacturer narrative:
The cause of the cardiac arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp lost distal flows in the left lower extremity, which was confirmed using doppler. Additionally, the patient developed ectopy in response to milrinone so dobutamine was given instead along with vasopressers. The patient also exhibited hemolysis. The patient elected to receive comfort care so care was withdrawn and the patient expired.